Event description:
As reported, after the 22mm aortic bifurcate, 10mm x 14cm iliac limb and 13mm x 10cm iliac limb stents were released, the contrast showed that the aortic bifurcate stent was moved about 3cm above the abdominal aorta and the bilateral renal artery was occluded. The aortic bifurcate stent was successfully released and both iliac limb stents were released smooth. The blood flow of the bilateral renal artery was smooth. The procedure was successfully completed however, the event occurred immediately after placement. Therefore, the stent was removed from the patient by cutting the vessel and replaced with artificial blood vessel to complete the procedure on the same day. There was no alternative cause for the event provided. The physician and the technician were experienced with the device with approximately 120 cases per year. The sales rep was present at the procedure. The device was stored and handled as per the instruction for use (IFU). There was no damage noted to the packaging of the device prior to use. The device was inspected and prepped according to the IFU. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. There was no anything unusual noted about the device prior to use. The sheath hemostasis valve screw cap was verified tight prior to use. There was no difficulty encountered flushing the guidewire lumen. There was no difficulty encountered flushing the prosthesis lumen. There was no resistance/friction noted during pullback. The diagnostic catheter was withdrawn over a guidewire. The delivery handle and delivery system shaft were parallel with the patient¿s leg during deployment. The bifurcate contralateral side marker was aligned with the contralateral iliac artery. The bifurcate was expanded fully with good wall apposition. The outer sheath maintained a fixed position when removing the bifurcate delivery system. The position of the graft edge markers was remained fixed while retracting the sheath. The limb prosthesis was expanded fully with good apposition to the bifurcate legs. The device was not post-dilated after implantation. There was no thrombus noted post deployment. There was a complete wall apposition on all sides post deployment. The device was deployed without tilt. There was no large or excessive thrombus load. There was no prior stent implanted prior to the procedure. Procedural films/images are not available for review. The sales rep does not have any idea as to why the bifurcate stent migrated. The stent will not be returned for evaluation it was discarded in the hospital. The body of the stent and two iliac stent delivery system (sds) will be returned for evaluation. Additional procedural details were requested but are unknown.

Manufacturer narrative:
After the 22mm aortic bifurcate, 10mm x 14cm iliac limb and 13mm x 10cm iliac limb stents were released, the contrast showed that the aortic bifurcate stent was moved about 3cm above the abdominal aorta and the bilateral renal artery was occluded. The aortic bifurcate stent was successfully released and both iliac limb stents were released smooth. The blood flow of the bilateral renal artery was smooth. The procedure was successfully completed however, the event occurred immediately after placement. Therefore, the stent was removed from the patient by cutting the vessel and replaced with artificial blood vessel to complete the procedure on the same day. There was no alternative cause for the event provided. The physician and the technician were experienced with the device with approximately 120 cases per year. The sales rep was present at the procedure. The device was stored and handled as per the instruction for use (IFU). There was no damage noted to the packaging of the device prior to use. The device was inspected and prepped according to the IFU. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. There was no anything unusual noted about the device prior to use. The sheath hemostasis valve screw cap was verified tight prior to use. There was no difficulty encountered flushing the guidewire lumen. There was no difficulty encountered flushing the prosthesis lumen. There was no resistance/friction noted during pullback. The diagnostic catheter was withdrawn over a guidewire. The delivery handle and delivery system shaft were parallel with the patient¿s leg during deployment. The bifurcate contralateral side marker was aligned with the contralateral iliac artery. The bifurcate was expanded fully with good wall apposition. The outer sheath maintained a fixed position when removing the bifurcate delivery system. The position of the graft edge markers was remained fixed while retracting the sheath. The limb prosthesis was expanded fully with good apposition to the bifurcate legs. The device was not post-dilated after implantation. There was no thrombus noted post deployment. There was a complete wall apposition on all sides post deployment. The device was deployed without tilt. There was no large or excessive thrombus load. There was no prior stent implanted prior to the procedure. Procedural films/images are not available for review. The sales rep does not have any idea as to why the bifurcate stent migrated. The body of the stent and two iliac stent delivery system (sds) will be returned for evaluation. Additional procedural details were requested but are unknown. One non-sterile aortic bifurcate 22mm aaa delivery system along with their accompanying 10mm x 14cm iliac limb and 13mm x 10cm iliac limb delivery systems were returned for analysis. Per visual analysis the delivery system was received in a deployed condition. However, the bifurcate prothesis was not returned for evaluation. Besides the deployed condition of the unit, no anomalies were observed. Per functional analysis, the unit was returned to its original position (not deployed position) in order to simulate the deployment process (without prosthesis). The aortic bifurcate delivery system was rotated in the clockwise direction as indicated by the directional arrow on the gold handle component and the sheath was retracted as expected. No anomaly was observed during the recreation of the deployment and release process of the unit. A product history record (phr) review of lot 17837109 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿aortic bifurcate migration¿ and ¿renal artery occlusion¿ could not be confirmed as although the delivery systems were returned for analysis the stent grafts were not returned for analysis nor were procedural images provided for review. The delivery systems returned functioned as expected during analysis but without the return of a complete device or the missing stent graft component it is difficult to determine a root cause. The exact cause could not be determined. Graft migration in abdominal aortic stent grafts is a known complication of aaa endograft procedures, is listed in the IFU as such and is associated with a rate of approximately 8.6%. Graft migration and proximal attachment graft failure are a result of the cumulative effects of pulsatile blood flow overcoming the stabilizing forces supplied by the aortic and iliac fixation sites (frictional and radial forces, columnar strength, suprarenal stent segment and stabilization barbs), and can be associated with aneurysm enlargement and potential rupture. The etiologies of graft migration and proximal attachment failure are multifactorial in origin and have been demonstrated to occur following repair with all types of endovascular devices. Appropriate patient and graft selection and accurate graft deployment are two major components important to the prevention of early and late complications of evar. According to the safety information in the instructions for use ¿inadequate seal zone length may result in increased risk of leakage into the aneurysm or migration of the prosthesis. Potential adverse events and potential device risks include, but are not limited to: expected clinical adverse events renal failure/renal insufficiency. Expected potential risks associated with the stent graft system component migration. Warning: failure to comply with sizing requirements outlined in the table above may result in prostheses leaks, compromised flow, prostheses migration, compromised long term device durability or other complication or adverse event. Prosthesis migration or incorrect prosthesis deployment may require surgical intervention. The diagnostic catheter can be removed prior to deployment.however, if it is not removed until after deployment, ensure that the tip is straightened (for example, if it is pigtail catheter) with a guidewire before removal so that the prosthesis is not subject to migration. Under fluoroscopic guidance, introduce the iliac limb delivery system over a 0.035¿ (0.89mm) stiff guidewire so that the cranial marker of the iliac limb prosthesis is aligned with the maximum overlap marker of the bifurcate prostheses while ensuring that no migration of the aortic bifurcate prosthesis occurs. Warning: cranial migration of the aortic bifurcate prosthesis may result in renal occlusion. Do not tack the trans-renal stent of the aortic bifurcate prosthesis as it may cause vessel injury and vessel rupture and could snag onto the trans-renal stent of the aortic bifurcate prosthesis. Neither the phr nor the limited procedural information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, after the 22mm aortic bifurcate, 10mm x 14cm iliac limb and 13mm x 10cm iliac limb stents were released, the contrast showed that the aortic bifurcate stent was moved about 3cm above the abdominal aorta and the bilateral renal artery was occluded. The aortic bifurcate stent was successfully released and both iliac limb stents were released smooth. The blood flow of the bilateral renal artery was smooth. The procedure was successfully completed however, the event occurred immediately after placement and there was no intervention made to correct the reported event. There was no alternative cause for the event provided. The physician and the technician were experienced with the device with approximately 120 cases per year. The sales rep was present at the procedure. The device was stored and handled as per the instruction for use (IFU). There was no damage noted to the packaging of the device prior to use. The device was inspected and prepped according to the IFU. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. There was no anything unusual noted about the device prior to use. The sheath hemostasis valve screw cap was verified tight prior to use. There was no difficulty encountered flushing the guidewire lumen. There was no difficulty encountered flushing the prosthesis lumen. There was no resistance/friction noted during pullback. The diagnostic catheter was withdrawn over a guidewire. The delivery handle and delivery system shaft were parallel with the patient¿s leg during deployment. The bifurcate contralateral side marker was aligned with the contralateral iliac artery. The bifurcate was expanded fully with good wall apposition. The outer sheath maintained a fixed position when removing the bifurcate delivery system. The position of the graft edge markers was remained fixed while retracting the sheath. The limb prosthesis was expanded fully with good apposition to the bifurcate legs. The device was not post-dilated after implantation. There was no thrombus noted post deployment. There was a complete wall apposition on all sides post deployment. The device was deployed without tilt. There was no large or excessive thrombus load. Procedural films/images are not available for review. The devices will not be returned for evaluation as they were implanted. Additional procedural details were requested but are unknown.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17837109 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the 22mm aortic bifurcate, 10mm x 14cm iliac limb and 13mm x 10cm iliac limb stents were released, the contrast showed that the aortic bifurcate stent was moved about 3cm above the abdominal aorta and the bilateral renal artery was occluded. The aortic bifurcate stent was successfully released and both iliac limb stents were released smooth. The blood flow of the bilateral renal artery was smooth. The procedure was successfully completed however, the event occurred immediately after placement and there was no intervention made to correct the reported event. There was no alternative cause for the event provided. The physician and the technician were experienced with the device with approximately 120 cases per year. The sales rep was present at the procedure. The device was stored and handled as per the instruction for use (IFU). There was no damage noted to the packaging of the device prior to use. The device was inspected and prepped according to the IFU. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. There was no anything unusual noted about the device prior to use. The sheath hemostasis valve screw cap was verified tight prior to use. There was no difficulty encountered flushing the guidewire lumen. There was no difficulty encountered flushing the prosthesis lumen. There was no resistance/friction noted during pullback. The diagnostic catheter was withdrawn over a guidewire. The delivery handle and delivery system shaft were parallel with the patient¿s leg during deployment. The bifurcate contralateral side marker was aligned with the contralateral iliac artery. The bifurcate was expanded fully with good wall apposition. The outer sheath maintained a fixed position when removing the bifurcate delivery system. The position of the graft edge markers was remained fixed while retracting the sheath. The limb prosthesis was expanded fully with good apposition to the bifurcate legs. The device was not post-dilated after implantation. There was no thrombus noted post deployment. There was a complete wall apposition on all sides post deployment. The device was deployed without tilt. There was no large or excessive thrombus load. Procedural films/images are not available for review. The devices will not be returned for evaluation as they were implanted. Additional procedural details were requested but are unknown.